Event description:
It was reported that the patient had developed an infection at the battery site. The implantable neurostimulator (ins) was explanted on (B)(6) 2013. The patient had drainage/incisional wound opening at the device pocket. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3998, lot# la8005, implanted: (B)(6) 2003, product type: lead. Product ID: 7495lz40, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: extension. Product ID: 74002, lot# n336633, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: adapter. Product ID: 7495lz40, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: extension. (B)(4).